Manufacturer narrative:
Review of the result files shows a well score of 0 for cell ii (e positive cell) of crrs(3), lot r058 resulting in a negative reaction. Well image shows a red cell button not sharply defined with very little red cell adherence. Well image appears negative. The reactivity of the e antigen was confirmed on retention crrs (3), lot r058. Screen assay was performed with customer's patient sample (reported to contain anti-e) using retention crrs (3), lot r058, on in-house echo. Sample exhibited equivocal reactivity with r2r2 cell ii, and was nonreactive with e- cells. Hemagglutination tube testing was performed with customer's patient sample using selected e+e- and e- cells from retention panocell-20. Immuadd was used as potentiator and testing was performed at all temps. Sample exhibited +w to 1+ reactivity with e+ cells and was nonreactive with e- cell at iat only. The event appears to be related to the nature of the sample.

Event description:
Customer reported an unexpected negative reaction when testing patient sample with capture-r ready screen 3 (crrs 3) on the echo. Patient has a history of anti-e. Customer states that cell ii (e positive cell) of the crrs(3), visually appears positive, however the well score shows 0. No adverse reactions occurred as a result of the unexpected negative reactions.